Manufacturer narrative:
(B)(4). It was reported that the patient underwent the concurrent procedures of posterior repair, revision of sling, and a hysterectomy on approximately (B)(6) 2009 during mesh implantation. It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, urinary problems, bowel problems, recurrence, dyspareunia, vaginal scarring and other. (B)(4). This is one of three medwatches being submitted. See also medwatch 2210968-2012-06676 and 2210968-2012-06677. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-06676 and 2210968-2012-06677. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.